Event description:
A malfunction alarm, identified with the code malf 0, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in performing a reset, which resolved the issue. The customer was instructed to continue using the pump and to contact support again if the malfunction code reappeared.